Event description:
Infusate not delivered at the programmed target flowrate. This results in a tubing set problem alarm that stops the infusion. Clogged admin set channel prevented control system from being able to regulate infusate flowrate, resulting in a tubing set problem alarm. Tubing set problem alarm triggered by clogged resistor knob on admin set. Source of clog could not be determined, as neither the admin set or the infusate bag were preserved. No problems found with the lvp, so it can be put back into service.

Event description:
The following has been reported: customer reported: pump: (B)(6) on (B)(6) 2024. We need to check for over infusion, set issues, and pump issues tubing set error / alarm no additional information provided. A preliminary review of the logs identified the following issue: clogged flow dial, not cassette leak/over infusion flowrate oscillated on either side of the target flowrate after every flow dial move, which is indicative of a clogged region in the flow channel. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.